Event description:
(B)(6) had medtronic deep brain stimulator installed. As they initiated the device, she had in words she was climbing out of her skin uncontrollable behavior I turned the thing off and called her neurologist they turned the setting down the next month; they turned it up and for a period of 10-12 days she had dementia like actions they turned it down. The next month, they turned it up and again the dementia like actions. The neurologist wanted to suggest a psychological evaluation which led to 30 days in a mental ward to make a long story short I got them to turn the damaged unit off and she is getting slowly better. I believe the device we have is bad. This is a very short synopsis if you need more contact (B)(6).